Event description:
It was reported that during a wedge resection, the staples would not form at all (box shaped) but cut on the first firing with blue cartridge and 3rd firing with green cartridge. Butress materials were used. The case was completed wtih a like device and there was no patient consequence.